Manufacturer narrative:
Per slc depot manufacturing the fiber is missing a capillary within the window, also a hole is burned on tip of sscap. Root cause hole burned in tip of cap.

Event description:
During procedure, 1st fiber physician fiber tip blew off 0.1 kj, tip was left in a patient, used 2nd fiber tip degraded at 25kj, used the 3rd fiber to finish the case.